Event description:
It was reported to philips that the device therapy pca board needs replaced. There was no patient involvement. Customer requested assistance from a philips field service engineer (fse). Upon evaluation of the device, it was verified that the therapy port for the unit was loose and subsequently required a therapy pca replacement. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. Per the fse a replacement therapy pca quote was submitted to the customer to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted. D needs to be replaced.